Event description:
It was reported that the patient was admitted and their right deep brain stimulation (dbs) system was explanted. The implantable neurostimulator (ins), lead, and extension were removed. The reason for removal of the system was infection of the lead. The lead had also eroded and protruded through the patient¿s skin. It was also noted that the ins looked like it was ¿at the start of infection.¿ it was unknown if perioperative antibiotics were administered or when the infection began. The type of organism was also unknown, and it was unknown if the infection resolved. Follow up had been performed and additional information could not be obtained at the time of this report. Should any additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).